Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a model zxt150 16.0 diopter intraocular lens (iol)was explanted from the patient¿s left eye due to the patient¿s dissatisfaction with the lens, and request to have a monofocal iol. The zxt150 lens was explanted and replaced with a model pcb00 15.5 diopter iol. The explanted lens is not available for return. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.